Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-06979. It was reported that patient had high impedance, patients extension was fractured. Patients ipg also kept flipping in her chest. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein extension was explanted and replaced and the ipg was secured with stitches to address the issue.